Event description:
I use dexcom g7 continuous glucose monitor. The sensor that I insert on (B)(6) 2024 sent a failed sensor alter requiring me to change sensors on the 2nd day of the sensors 10 day life span.